Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual provides detection methods associated with reprocessing issues in ¿gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection¿ and preventative measures in ¿gif/cf/pcf-290 series operation manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the play of the up / down knob was out of the standard value due to wear of the angle wire. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. Additional findings include the following: the insulation resistance value at the distal end did not meet the standard value due to a crack on the bending section cover, the adhesive around the light guide lens was peeled, the water removal ability did not meet the standard value due to the clogging of the nozzle, the adhesive on the bending section cover had a chip, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The following had a scratch: the scope connector cover unit, forceps elevator lever / knob, right / left / up / down knob, flexibility adjustment ring, scope cover, switch box, scope connector, universal cord, grip, control unit, plastic distal end cover, and the connecting tube. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite colonovideoscope had angle play (up / down / right / left). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.